Event description:
A customer reported erratic modular glucose (glucm) patient result issues on an unicel dxc 800 synchron system over an undefined period of time. The customer provided verbal examples of three erroneous elevated glucm patient results, however no actual patient data was provided by the customer. For the examples provided, the initial patient glucm results were within the assay's normal reference range. However upon critical rerun, the repeat glucm results were higher for all three patients. Upon a second repeat test, all patient repeat glucm results were lower, concurred with the initial glucm results, were regarded as valid, and were reported outside of the laboratory. As the erroneously elevated critical rerun glucm results were not reported outside of the laboratory there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not report any issues with other chemistries. No specific patient information or sample handling/collection data was provided by the customer. Beckman coulter inc. Assessment of instrument assay performance data indicated that calibration and quality control (qc) results recovered within acceptable specifications during the timeframe of the event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) installed a rebuilt modular chemistry (mc) sample syringe drive assembly due to mc timeout errors noted during troubleshooting. After the necessary and verified repairs the instrument was returned back into operation. The root cause for this event appears to be associated with a mc sample syringe drive assembly failure.